Manufacturer narrative:
The date of this submission is 08-apr-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 24-feb-2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed, for oral hygiene (route - dental, lot number 3243d, expiration date and frequency unspecified). After an unspecified duration, when the consumer was trying to cut the floss, the consumer noticed that the metal cutter that cut the floss and the plastic part that was attached to it broke and came off the container entirely. He stated that the floss was fine. The consumer mentioned that the container was not broken or falling apart when he first opened it and also that the incident never occured before. There was no adverse event in the report. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 10-mar-2014 product name was updated from reach johnson and johnson floss mint waxed to johnson and johnson reach clean burst icy spearmint dental floss. The lot number was updated from 3243d to 0470d. On (B)(4) 2014 the field sample for product code (B)(4) was received open and used. The lot number 0470d was identified. Product failed to meet specification since the sample was received with the plastic insert assembly with the cutter portion broken insert. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 23-apr-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 24-feb-2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed, for oral hygiene (route - dental, lot number 3243d, expiration date and frequency unspecified). After an unspecified duration, when the consumer was trying to cut the floss, the consumer noticed that the metal cutter that cut the floss and the plastic part that was attached to it broke and came off the container entirely. He stated that the floss was fine. The consumer mentioned that the container was not broken or falling apart when he first opened it and also that the incident never occured before. There was no adverse event in the report. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 10-mar-2014 product name was updated from reach johnson and johnson floss mint waxed to johnson and johnson reach clean burst icy spearmint dental floss. The lot number was updated from 3243d to 0470d. On (B)(4) 2014 the field sample for product code (B)(4) was received open and used. The lot number 0470d was identified. Product failed to meet specification since the sample was received with the plastic insert assembly with the cutter portion broken insert. This report remains a reportable malfunction case in the united states. Additional information received on 10-apr-2014. The retain sample of lot number 0470d was visually analyzed according to product specifications and all test results were within specifications. A device history record review for final packaging and packing was performed and no non-conformances were found. The review of the device history record, retain sample and trend analysis did not indicate that the product failed to meet specification. The complaint categories were closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed, for oral hygiene (route - dental, lot number 3243d, expiration date and frequency unspecified). After an unspecified duration, when the consumer was trying to cut the floss, the consumer noticed that the metal cutter that cut the floss and the plastic part that was attached to it broke and came off the container entirely. He stated that the floss was fine. The consumer mentioned that the container was not broken or falling apart when he first opened it and also that the incident never occured before. There was no adverse event in the report. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.